Event description:
It was reported that on (B)(6) 2025, the user observed the c-arm on their selenia dimensions 3d mammography system move on its own after the technician had placed it into position. It is reported that the system also displayed an error message that indicated the right switch bank was disabled. A hologic field service engineer (fse) was dispatched to examine the equipment and replaced the c-arm switches at that time. The fse tested the equipment and confirmed that the system is functioning in accordance with manufacturer specifications. No patient or user injury reported.

Manufacturer narrative:
An investigation was completed: it was reported that an error message of "right switch bank is disabled", popped up after the gantry moved on its own after the tech put it into position. A field engineer examined the equipment and found that the c-arm control inserts were faulty. The fe replaced the control inserts to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that the issue did not return after the control inserts were replaced. The c-arm control inserts were replaced; however, no parts were returned for further investigation. The control inserts were 2182 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the control inserts. The likely cause is related to natural wear and tear on the component due to the component age of 2182 days. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the control inserts failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. The probable cause of the issue is age-related deterioration of the component due to prolonged use. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the control inserts. The complaint review identified the control inserts were original to the system therefore, the DHR was reviewed. There were no discrepancies related to the control inserts. The control inserts were installed on this gantry with no issues noted. System product code: sdm-sys-6000-3d. Serial number: (B)(6). System manufacture date: 29jul2019. System installation date: 16aug2019. Unique device identified (UDI): (B)(4).